Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the monitor exhibited no image (display blackout) after switching on the device due to faulty circuit board. There were no reports of patient involvement.